Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the reporter alleged a cgm inaccuracy, however, no specific cgm or bg meter comparison values were provided throughout the event. The patient was found unconscious and ems was called. After emergency medical services (ems) responded to the patient at her home, the patient¿s husband took the patient to the emergency room (ER). It was reported that once the patient regained consciousness, the patient was unable to recall any specific event details and had ¿limited recollection of the event¿. Therefore, there was no information provided on the events leading up to the patient¿s loss of consciousness or any treatment details. The patient was hospitalized for one week before being discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.